Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an I mplantable neurostimulator (ins) for unknown indications for use. It was reported that the subject seen in clinic on (B)(6) 2025 reports of discomfort in their lower back where their device is placed. They does feel like there is also a bulge. They are still getting great efficacy; however, the discomfort is awful. Does report hot/burning sensation as well at times. Upon external assessment externally it looks great however are able to reproduce discomfort upon palpation. Attempting course of abx first and if that does not work will do a revision. The subject then called into clinic on (B)(6) 2025 reporting the pain is getting worse and progressing as stinging pain in their back and a lot of pain that is accompanied by headaches. They also feel the battery is popping in and out. Revision completed on (B)(6) 2025 found that the lead was twisted about 30 times, so they were untwisted and the impedance check and was normal. Then ipg pocket was assessed and all normal but due to complaints did make a new pocket was made deeper behind the previous pocket. At post op reports all has resolved lead twisted. It was probaly related to the therapy or device and not related to the implant procedure. Resolved without sequelae (B)(6) 2025.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va34gps); product type: 0200-lead; implant date (B)(6) 2025; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.